Event description:
It was reported that a patient underwent a tonsillectomy procedure on (B)(6) 2012 and suture was used. While suturing, the needle broke off and got stuck in the situs. In order to stop hemostasis another needle-suture was used. The lost needle could not be found. Therefore the patient was brought to another hospital where the needle was found and removed and the operation was finished. Currently the patient is fine.

Manufacturer narrative:
(B)(4). Conclusion: the actual sample returned is a thread with a piece of needle still attached. The broken off part of the needle is missing. The needle piece shows several marks of instruments at the swaging area caused by faulty handling by the user.